Event description:
It was reported myopotential oversensing was observed resulting in false detection of non-sustained lead noise. Programming changes were recommended. The patient will continue to be monitored. No adverse consequences were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.